Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify excessive no delivery alarm and low battery alert due to buttons not responding. Pump received with broken battery tube threads noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had no delivery alert. The customer¿s blood glucose level was unknown. The piece of battery cap chamber was chipped off from insulin pump, but still locks. The customer also stated that the battery life was diminished. The insulin pump will not be returned for analysis.